Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6); product type: 0200-lead; implant date: (B)(6) 2019 ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead high impedance, with values greater than 40000 on the entire lead. Manufacturer representative (rep) reported this issue had not been resolved and patient was in pain. The lead with high impedance was not being used for therapy. Cause of the high impedances were unknown. The manufacturer representative (rep) indicated they would send any further information as they become aware.